Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure,noise was detected through the analyzer. Cables, programmers and analyzer were changed, but noise remained. The lead was not implanted. No patient complications have been reported as a result of this event.